Event description:
Customer stated during a CT of the chest / abdomen / pelvis on a (B)(6) female the physician noticed no contrast was seen on the images. The injector was drawn back to the typical 85cc they normally inject and followed with a saline injection. Air was visualized in the heart on the patient scan. The patient did not report any pain but was placed on her side and an IV of lactated ringers was started. She was monitored for 30 minutes and rescanned. The air had dissipated and she was discharged home. No reported injury.

Manufacturer narrative:
Customer asked that a liebel flarsheim (lf) field service engineer (fse) be sent on site to evaluate this injector that was reported to have been involved in an air injection event. This unit is serviced by general electric healthcare (ge). Fse went on site, evaluated the unit and verified proper operation according to service checklist and service manual. No problem was found with the injector operation, and it was returned to service.